Event description:
It is reported by pt's attorney that pt underwent right total knee replacement on 4/30/2001. Post-op, the pt experienced difficulty with pain, instability, and inability to ambulate. As a result, in 2004, the pt's right knee was revised.